Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that there was a shock delivered unsuccessfully. It was noted that the impedance was low, and noise was present. It was also noted that the patient had fallen and had hip surgery around that time. No intervention was performed. Physician wanted to keep the right ventricular lead programmed from coil to can. The patient was in stable condition.

Event description:
Related manufacturer reference numbers: 2017865-2023-24850. New information received notes that the failure to deliver therapy and low defibrillation impedance were also due to the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced, and the right ventricular lead was reprogrammed. Patient condition was stable pre, during and after procedure.